Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, since the problem could not be reproduced. Per visual inspection, no abnormalities observed on the sample. Per functional testing, water was introduced through irrigation funnel and found no difficulty of water flowing through the irrigation lumen and irrigation eye. The balloon was then inflated with 35cc of water and a flow rate test was administered; while inflated, the flow rate was 88ml/min, 91ml/min and 91ml/min. The internal flow specification for a sample of this product type is 25ml/min minimum, so the sample met the internal flow rate specification. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "sterilise unless package has been opened or damaged. Warning : do not use elements or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only." (B)(4).

Event description:
It was reported that the catheter failed to flush through the irrigation site.

Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed, since the problem could not be reproduced. Per visual inspection, no abnormalities observed on the sample. Per functional testing, water was introduced through irrigation funnel and found no difficulty of water flowing through the irrigation lumen and irrigation eye. The balloon was then inflated with 30ml of water and a flow rate test was administered; while inflated, the flow rate was 88ml/min, 91ml/min and 91ml/min. The internal flow specification for a sample of this product type is 25ml/min minimum, so the sample met the internal flow rate specification. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "sterilise unless package has been opened or damaged. Warning : do not use elements or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only." (B)(4).

Event description:
It was reported that the catheter failed to flush through the irrigation site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter failed to flush through the irrigation site.